Event description:
It was reported that the right ventricular (rv) lead was dislodged. Boston scientific technical services (ts) discussed chronic repositioning threshold performance may not be optimal due to steroid depletion. This lead was explanted and replaced. No additional adverse patient effects were reported.